Event description:
Boston scientific has become aware of the following event: a pt had an atlantis sr pro in the distal lad during ivus, ptca (percutaneous transluminal coronary angioplasty), stent (i.e.:ptca/atherotomy of mid lad lesion) procedure. Upon removal of the catheter, the distal marker band monorail segment approximately 15mm separated from the exit port. A snare and a filterwire were used to attempt to remove the segment but both were unsuccessful. A stent was deployed to secure the segment against the vessel wall in the distal lad.